Event description:
Reportable based on analysis approved 03/15/07. Same case as MFR's report# 6000130-2007-00032. It was reported that during a hepatic stenting procedure, guidewire removal difficulties were encountered. The customer reported that "two ptcd tubes had been placed inside the intrahepatic bile duct at the right lobe and the left lobe respectively. The purpose of this procedure was to place the stent. First, the metal stylet was inserted into the right ptcd tube to straighten the tip of the ptcd tube. And then, this device was inserted into the metal stylet to seek the narrowed part. But it was not possible to find the part easily. This device removal was attempted, due to some resistance, the coil sheath was stretched. The ptcd tube and this device were removed as one unit. Next, the same seek procedure was attempted using the left ptcd tube and a new gw. But it was not possible to find the part easily, either. This ptcd tube was exchanged to a new one. The gw removal was attempted, but the same issue was observed. The gw was stuck somewhere, and the coil sheath was stretched. This gw was cut, and the cut gw was left inside the body. This procedure was not completed." Patient status is reported as "stable.'

Manufacturer narrative:
The customer's complaint has been confirmed. The wire was rec'd with the corewire fractured. Approximately 13 cm of the outer coil is missing from the corewire. The wire was received along with a catheter. Approximately 31 cm of elongated coil was exposed from the catheter's insertion point. The catheter was dissected in order to remove the other half of the wire. Removal of the wire revealed the distal assembly of the wire, which included the ball weld. The metal stylet described in the event description was found within the lumen of the catheter along with the distal end of the guidewire. The wire appeared to have become caught on the metal stylet. The core wire fracture occurred at approximately 3 cm from the ball weld. The coil of the wire elongated approximately 51 cm in length. Scraped coating was noted leading up to the fracture point of the corewire. The length of the wire measured approximately 136 cm. Approximately 9 cm of the wire is missing and was not received for analysis. The o.d. Of the wire was within drawing specifications. The distal and proximal ends of the fracture were submitted to the analytical lab for fracture analysis. The distal fracture surface revealed the presence of elongated dimple ruptures in a torsional overload direction with a slight bending moment. Smeared material on the fracture surface was observed. No material anomalies were noted. The distal fracture surface was caused by a torsional type overload with a slight bending moment. The proximal fracture surface was characterized by material cracking and propagation caused by reversed bending. Compression and tension zones were observed. Enlongated dimple ruptures in a torsional overload direction were noted. No material anomalies were detected. The proximal fracture surface was caused by a reversed bending moment and a torsional type overload. It appeared from the examination of the sections that there were sections of the wire missing between the distal and the proximal sections submitted. The two fracture surfaces do not mate with each other. There was no evidence of the corewire being cut. The reported lot has been involved in a previous complaint with the same customer and similar complaint type. Lot history review reveals no anomalies related to complaint; lot met all specifications relevant to complaint. The exact cause of failure cannot be determined. There were no anomalies found with the wire that could have caused or contributed to the failure. The o.d. Of the metal stylet that remained stuck inisde of the catheter, along with the o.d. Of the wire inside of the catheter caused interference inside the i.d. Of the catheter. The instructions for use state "do not forcibly advance or withdraw a guidewire. To do so may result in complications. If resistance is encountered, determine the cause and take remedial action before continuing." The wire fracture has been determined to have been caused by the interference fit caused by the metal stylet and wire becoming caught up together inside the catheter, thus causing the wire to eventually fracture in a torsional overload direction with a slight bending moment upon withdrawal. This is also indicated by the scrape coating noted leading up to the fracture point.